Event description:
Study. Dislodgement from intrathecal space. Pt developed pump pocket and lumbar hematoma/fluid collection. X-ray revealed migrated catheter. Pt symptoms included sedation/drowsiness, headache, confusion, anxiety, tremors, anorexia, and garbled speech. Pt was offered a revision but declined. He then opted to have a revision done four months later. Pt experienced swelling over catheter insertion site approx one week following revision. Pt was hospitalized and received IV vancomycin and diflucan. Resolved without sequelae.